Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was attempted to be repositioned, however the helix would not retract. The rv lead was explanted. No additional adverse patient effects were reported.